Manufacturer narrative:
Investigation conclusion :a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive flu b result. The customer communicated the result was confirmed negative by molecular (pcr testing).